Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The patient was treated with injection of vanco (1gm, intraperitoneally (ip) and frequency not reported) and injection of fortum (1gm, ip, daily). At the time of the report, the patient was recovering from peritonitis. The dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.